Event description:
A customer reported error message ¿4407 incubator rotation motor overrun to positioning sensor¿ on the aia-2000 analyzer. The customer rebooted the analyzer and no error reoccurred. The customer called back the following day and reported error 4407 reoccurred with other error messages ¿2151 hybrid arm /cup transfer cup pickup failure, 2180 x-axis cup transfer cup detection failure, and 4291 sample loader x1-axis home detection failure¿ occurred on the analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed error message 4291 sample loader x1-axis home detection failure by reviewing the error log and could not duplicate the problem by attempting to run samples. No error was found, fse determined likely the error was caused by the customer, the sample rack was loaded incorrectly. Further investigation by fse for the reported error messages 2151 hybrid arm /cup transfer cup pickup failure and 2180 x-axis cup transfer cup detection failure was cascading to the original error code 4407 incubator rotation motor overrun to positioning sensor. Fse confirmed the errors by reviewing the error logs and was able to reproduce the incubator error. While troubleshooting, fse found the incubator not positioning correctly and moving sluggishly. Fse removed the incubator, cleaned inside the tray and the wheel. Fse reinstalled the parts after cleaning, verified all alignments from the hybrid arm to the incubator wheel, and the x-axis arm to the incubator wheel. Fse ran mainte function and no errors reoccurred. Fse validated the analyzer by successfully performing daily check, quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10618001. No other similar complaints found for error 4407, 2180, and 4291 during the searched period. There were two (2) similar complaints identified for error message 2151 hybrid arm/cup transfer cup pickup failure during the searched period, which includes this event. Aia-2000 operator's manual on the appendix 4: error messages: (4407] incubator rotation motor overrun to positioning sensor cause: the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (2151] hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. [2180] x-axis cup transfer cup detection failure cause: the s082 cup-gripping sensor failed to detect a cup before the cup pickup operation. The measurement result will be flagged (mf flag or se flag). Solution: contact tosoh service center or local representatives. [4291] sample loader x1-axis home detection failure cause: the home sensor failed to activate after the sample loader x1-axis moved toward the home position. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event due to a dirty incubator and for error 4291 was likely caused by the customer for improper loading of the sample rack.